Event description:
It was reported that the device had a software upgrade and one month later the elective replacement indicator was triggered due to high battery impedance measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had software upgrade and one month later the elective replacement indicator was triggered due to high battery impedance measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.